Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a CABG (x4 vessels) procedure, the tissue was sticking to the blade electrode during the take down of the mammary artery. Due to this problem, the tissues was not occluded. To correct the problem, sutures were used. They had to free graft the mammary artery. The patient later experienced vessel spasms which were resolved with a second surgical procedure. The site can't say if the vessel spasms were related to the problem of the tissue sticking to the electrode during the first procedure.